Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose was 532 mg/dl at the time of the incident. Customer states she had no delivery during normal pump use over about 4 days. She resolved by changing the set and reservoir and adjusting insulin delivery. Customer is reporting a past event. . Customer reports event was resolved by changing complete set (inf and res). Customer declined troubleshoot or high blood glucose. The insulin pump will not be returned for analysis.